Event description:
The device reportedly displayed connect electrodes messages when the device operator attempted to defibrillate the patient. The device operators attempted cycling power to the device however, the connect electrodes continued to be displayed. The patient's details and outcome were not released by the facility.